Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly icl( 13.7 mm) was explanted/exchanged , 5 weeks postoperatively, for a shorter length icl to address "excessive vaulting and shallowing of the anterior chamber". No reported loss of bcva prior to the exchange. No reported postoperative sequelae. Conclusion code (unable to confirm complaint): based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted due to narrowing of the angle and the patient had decreased peripheral vision. The reporter indicated a possible cause for the event was the lens diameter to white-to-white ratio was not correct. The patient is doing very well, with normal vault and 20/20 ucva ou.

Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): device history record review, medical review. Results (evaluation result): ): based on the results of the DHR review, the available information given within this complaint, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The reporter indicated a possible cause for the event was the lens diameter to white-to-white ratio was not correct. No definite root cause for the complaint is determined. The product was not returned to staar for a product evaluation. Upon lens exchange with a shorter lens, the patient was reported well, normal vault and ucva 20/20. Per medical review: reportedly, micl (13. 7 mm) was explanted/exchanged, five weeks postoperatively, for a shorter length icl (13.2mm) to address high vault and subsequent narrowing of the angle and shallowing of anterior chamber. The patient was experiencing decrease of peripheral vision. According to the same report the cause of the event was attributed to the device since lens diameter to white-to-white ratio was not correct. Upon lens exchange the patient was doing very well (ucva 20/20) and the lens was properly positioned with normal vault. Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens discarded. Method: (process evaluation): work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.